Event description:
It was reported by service report that the scale was not functioning. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: defective foot right load cell hindered scale and bed exit functions.